Manufacturer narrative:
The device was returned to the manufacturer for analysis. A gross and visual investigation was performed on the returned prosthesis. Evident traces of pannus and of calcification on the posts. The leaflets appear rigid and deformed at the preliminary inspection. The valve leaflets were completely open due to the introduction of the prosthesis used for the valve-in-valve procedure. Presence of pannus on both the internal and external side of the prosthesis was identified in variable quantities. It is difficult to determine whether the pannus growth occurred before or after the valve-in-valve procedure. The leaflets are very rigid due to the presence of pannus and probable calcium or lipid infiltrations. An x-ray of the returned prosthesis was performed. Calcium presence cannot be confirmed or denied due to minimal presence in the scan. The examination of the prosthesis in this state, in combination with the limited information available, does not allow to reliably establish the reason that led to the decision to proceed first with the insertion of a new prosthesis (valve-in-valve procedure) and then with the explant of both valves. During the review of the valve the serial number was detected as (B)(6). The manufacturer will perform a review of the device history record to ensure the valve met all required standards at the time of manufacture and release.

Manufacturer narrative:
The manufacturing and material records for the mitroflow lx heart valve, model #lxa23, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #lxa23) mitroflow lx heart valve at the time of manufacture and release. The device was returned to the manufacturer for review and analysis. Upon receipt a gross and visual investigation was performed. Evident traces of pannus and of calcification were identified on the posts. The leaflets appeared rigid and deformed at the preliminary inspection. The valve leaflets were stuck in the open position consistent with the use in a valve-in-valve procedure. Presence of pannus in both surface internal and external in variable quantity. It is difficult to determine whether the portion of pannus growth occurred before and after the "valve-in-valve" procedure. The leaflets are very rigid due to the presence of pannus and probable calcium or lipid infiltrations. For these reasons, the examination of the prosthesis in this state does not allow for a conclusive analysis of the valve conditions that led to the requirement for reintervention and consequent valve-in-valve implantation. An x-ray analysis was performed, and calcium was detected in limited quantities, but its involvement cannot be ruled out. Given the analysis results and information available the root cause cannot be established. It should be noted that structural valve deterioration is listed as a potential adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device. Fields changed.

Manufacturer narrative:
Device being sent to manufacturer.

Event description:
On (B)(6) 2012 a patient received a mitroflow size 23 biological aortic heart valve prosthesis to treat a narrowing aorta. The manufacturer was notified that a re-operation was performed in 2016 to treat a degenerated prosthesis. A tavi valva-in-valve evolut 23 was implanted at the franciscan clinic. The manufacturer was also notified that both the perceval and evolut 23 were explanted in (B)(6) 2020 and replaced with an edwards perimount 25 bioprosthesis following an early degeneration and mismatch of the valve in valve bioprosthesis. No further information was received.